Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has ben returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the physician attempted to insert the angio-seal device into the insertion sheath, resistance was felt. The physician withdrew the device and found out that the tip of the insertion was damaged. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was on the right common femoral artery. The vessel diameter is unknown. There was no health damage to the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
One 8fr angio-seal sts plus device was received for product evaluation. The hemostasis sheath, bypass tube, and carrier tube assembly were returned. Visual inspection of the hemostasis sheath, revealed that there were no anomalies noted. The bypass tube was found to be attached to the hemostatic valve. The carrier tube assembly was then examined, the deployment sleeve was in the forward lock position. Some swelling of the collagen could be noted within the slit in the carrier tube. There was no damage or deformation noted at the tip of the carrier tube. No other visual anomalies were noted with the returned device. Functional testing could not be possible since the collagen had expanded due to blood and was unable to insert into the sheath. The outer diameter of the carrier tube was measured = 0.102" and the outer diameter of the sheath was measured = 0.1284''. All measurements were within the manufacture specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device was attempted to be inserted into the sheath with the bypass tube intact. However, the exact cause of the reported event cannot be definitely determined based on the available information.